Event description:
Customer reported severe inflammatory reaction was seen at an unspecified time following surgery. Pt presented with hives one week following bunionectomy with screw implantation. Some minor surgical site drainage was noted. Pt underwent re-operation 1.5 months following initial surgery for removal of the implant screw and sutures. Pt reportedly was well vascularized and the capsule was reported as destroyed. Pt diagnosed with osteomyelitis. Pt continued on antibiotics. Pt was subsequently hospitalized about 3/2004 and discharged in 3/2004. Unasyn administered intravenously. Pt discharged to rehabilitation.